Event description:
The monitor was calibrated by pso-3000.when the patient was transfered to the ICU,the monitor showed"---",arrow pointing downward. The pso-4000 showed e001 when the catheter was connected.